Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding.

Event description:
Healthcare professional reported left side concern of textured implant, "lesions.. Some parts of them film gel-like and peeled off and some bleeding", "abnormalities were found in the membrane tissue about 3 to 4 cm in the middle of the chest", palpable mass. The device was explanted. Materials were sent to the lab for ruling out of bia-alcl; results not received.

Event description:
Healthcare professional reported left side concern of textured implant, "lesions.. Some parts of them film gel-like and peeled off and some bleeding", "abnormalities were found in the membrane tissue about 3 to 4 cm in the middle of the chest", palpable mass. The device was explanted. Materials were sent to the lab for ruling out of bia-alcl; results showed negative for malignancy (alk-, cd30 -) and noted "mild chronic inflammation with synovial metaplasia".